Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's wires snapped. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test. The wire was fully broken. Components adjacent to the broken wire do show damage. The yaw pulley was observed to have thermal damage. The grip cable was found broken. Additionally, the instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have charring and localized melting at the yaw pulley. The conductor wire was broken. The complaint was confirmed by failure analysis.